Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl with an unknown cause. Customer completed a supply change, administered a bolus using the pump and manual injection to address elevated bg. Reportedly, while speaking with tandem technical support bg decreased to 44 mg/dl. Reportedly, low bg occurred because the customer had fallen asleep while the pump was connected and continued to administer insulin routinely. The customer acknowledged that the pump was functioning as intended. Reportedly, customer's wife fed customer to address bg. System check with tandem technical support confirmed that pump and related supplies were functioning as intended.